Event description:
(B)(6). It was reported that during a coronary artery stenting treatment procedure a dissection occurred. The lesion being treated was a de novo lesion located in the mid left anterior descending (mid lad) artery with 100% stenosis. It was 20 mm long with a reference vessel diameter of 3 mm. There was a possible thrombus prior to the index procedure. The physician treated the lesion with pre-dilatation and implanting a 3.00 mm x 24 mm and 2.75x16mm taxus element stent in an overlapping fashion. Post-dilatation was performed with 0% residual stenosis. During the index procedure, the 2nd stent implanted in the mid lad was used to treat a distal dissection. The dissection was not associated with either distal flow impairment or angina. The dissection was only observed after the deployment of the proximal stent (3x24mm). The patient was discharged the next day on aspirin and an additional non-specified antiplatelet medication.

Manufacturer narrative:
(B)(6). Device is a combination product. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).